Event description:
It was reported that a patient on (B)(6)2024, observed that during the endometrial sampling case observed metallic fragments post resection. The physician reported that the case was completed successfully with no patient injury and that the fragments were not noticed as the procedure was ending and were likely suctioned out of the cavity. No patient injury reported and no medical intervention required.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.